Event description:
It was reported the programmer screen went black and showed "serious programmer problem" after implantation. The programmer was turned off and on as written on the screen, then the programmer functioned, however it worked very slowly. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Two system errors appeared during power-up caused by the lem (link electronics module) printed circuit board and corrupted software.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).